Event description:
The device was used during a breast biopsy procedure. Reportedly, the clips scissored and cut the vessel. The surgeon applied another device. The hosp has reported that no pt injury occurred.